Event description:
It was reported that the up and down arrow buttons were not always responding and on occasion the buttons would stick. The patient reportedly wore the pump in an under garment or attached to a belt and cleaned the pump with a dry tooth brush.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was observed to be peeling. A damaged keypad should be obvious and detectable to the user and should alert the user to discontinue use of the device. The keypad buttons were found to be unresponsive to presses. The keypad was removed and contamination was observed under the button contacts.